Manufacturer narrative:
(B)(4)

Event description:
It was reported that burr stuck in lesion occurred. The target lesion was located in the severely calcified right coronary artery (rca). A 1.50mm rotalink plus was used to treat the target lesion. During the procedure, when the device crossed the target lesion, the physician heard a sound like the device was stuck and the rotation speed of the device stopped increasing. The device was removed from the patient without using dynaglide. After removing the device, rotation speed was tested outside the patient, the physician heard again a sound like an air was leaking and the rotational speed still could not increase. The procedure was completed with this device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with a guidewire running through the device. The guidewire could be removed from the advancer unit but not from the burr catheter. Visual inspection noted that blood was present in the catheter sheath and saline infusion line. The device was soaked in warm water in an attempt to soften the dried blood, this was unsuccessful. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a forward position; it was loosened and withdrawn in order to inspect the handshake connection. The handshake connection was inspected and no issues were noted. A handshake connection test was performed, no issues were noted. The drive shaft, coil and sheath of the returned burr catheter were inspected and there was no damage noted. The annulus of the burr was examined and no issues were noted. There were no scratches that exposed any brass on the plated back half of the burr. The burr was within specification. Functional testing could not be performed due to the dried blood in the catheter preventing flow of saline. The returned advancer was connected to a test burr catheter and functional analysis was performed. The complaint unit did not reach any speed. The complaint advancer was dismantled and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer.¿ (b)(64.

Event description:
It was reported that burr stuck in lesion occurred. The target lesion was located in the severely calcified right coronary artery (rca). A 1.50mm rotalink¿ plus was used to treat the target lesion. During the procedure, when the device crossed the target lesion, the physician heard a sound like the device was stuck and the rotation speed of the device stopped increasing. The device was removed from the patient without using dynaglide. After removing the device, rotation speed was tested outside the patient, the physician heard again a sound like an air was leaking and the rotational speed still could not increase. The procedure was completed with this device. No patient complications reported and the patient's status was good.